Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with signs of infection. Polyethylene swap. Size 7 x9mm ts insert removed.

Manufacturer narrative:
Concomitant medical products: tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# 0039292g. Tri ts femur sz7 right; cat# 5512-f-702; lot# intr. Tri ts baseplate size 7; cat# 5521-b-700; lot# isad. Tri post augment sz7 10mm; cat# 5544-a-700; lot# gyvk. Tri rm/ll tib aug sz7 10mm; cat# 5546-a-702; lot# n5e11k. Tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# 0034138d. Triathlon femoral distal augment 5mm - size 7 right; cat# 5540-a-702; lot# hwwu. Triathlon femoral distal augment 5mm - size 7 right; cat# 5540-a-702; lot# hvin. An event regarding revision due to infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records received. Device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as operative reports, additional implant sheets, hospital records, microbiology records, pathology reports, clinical notes, and pre-op and post-op ex-rays from the index and revision procedures were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4).

Event description:
Patient presented with signs of infection. Polyethylene swap. Size 7 x9mm ts insert removed.